Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a cracked downstream occlusion (dso) seal. Functional testing was unable to duplicate the red screen problem. The dso sensor and dso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the device had a red screen. There was no patient involvement.